Event description:
After 1 min of starting dialysis treatment and heparin 1000 units given, pt complained of not feeling well, color turned grey, short of breath, headache, dizzy and lethargic. The pt's blood pressure dropped, also. Dialysis immediately stopped and symptoms subsided. Oxygen was given and dialyzer was changed to dry-pack. The rest of the treatment was tolerated well by the pt. Dose or amount: 1000 units; frequency: one time. Dates of use: 2008 x1 dose. Diagnosis or reason for use: hemodialysis. Event abated after use stopped or dose reduced? Yes.